Event description:
Ous MDR - after an unk implant duration, oversensing was reported. The date of implant was not provided. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.